Event description:
It was reported that the "pt expired-was found in a pool of blood, bleeding from their chest catheter (dialysis port)." The catalog and lot numbers of the device were not reported. The device is not available for evaluation.